Event description:
Caller states a neonate patient received result of 75 mg/dl on the sensor system, and result of 55 mg/dl on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in a foreign country. This medwatch report is for the suspect device used in the sensor system (lot number and expiration date unknown). Reference medwatch report with patient for the suspect device used in the performa system.